Event description:
It was reported the patient was lethargic, sleepy and passing out following a pump refill two days prior. It was unknown if the concentration of the drug had been changed. The patient was directed to the emergency room by their managing hcp. The patient was admitted to the emergency room (ER). The patient's dose was decreased by 20%. The patient was 'feeling better shortly after the adjustment was made'. The pump was delivering morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient received a pump medication dosage ¿a couple years ago that was really super strong¿ and ¿the mixture was way too high¿. The patient had never been that ¿drugged up¿ in his life. The patient drove himself to the ER. The patient was starting to hallucinate: trees and shadows changed into wolves. The patient couldn¿t even relay to the doctor what the problem was, could not write, and could not think. It was noted that the pump had needed filled on that day. A company representative arrived and turned the pump dose down 20% (as previously reported). The patient regained the ability to speak. The patient spent 2 days in the ER at 2 different hospitals. The drugs in the pump at the time of the event were morphine, clonidine, and baclofen.

Manufacturer narrative:
Patient programmer, model# npg013940n. Catheter model# 8709sc, serial# (B)(4), implanted: 2009 (B)(6), explanted: unk. (B)(4).